Event description:
During intervention as the balloon was being inflated and it burst at 18atms. After the balloon burst, upon pullback of the balloon the wire snapped completely off of the delivery system which left it in the vessel, the balloon then had to be retrieved out of the vessel with a snare catheter. During the procedure the patient received a dose of lovenox, so to continue procedure/intervention of the same vessel the procedure proceeded to the left side groin and intervention performed was successful with all new balloon and stent system. There was no harm to the patient and they recovered well.